Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached for vendor evaluation.

Event description:
On 11/29/2021, it was reported by a sales representative via sems that a ar-6480 pump is damaging the ar-6410 pump tubing. This occurred during a case when it was noticed that the pump was making a whole in the tubing, with no patient effect reported.